Event description:
It was reported that a phrenic nerve palsy occurred. During an atrial fibrillation procedure a crbs polarx fit st was selected for use. The physician begin ablation on the right superior pulmonary vein then, after 130 seconds noticed that the phrenic capture was intermittent and stopped the ablation at the 137 seconds mark. The physician attempted to reposition the catheter, replugging pins and increasing the output without success. The procedure had to be cancelled due to this event. The patient has recovered successfully in the hospital.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.